Event description:
The reporter stated that during a spinal surgery procedure using the manta ray anterior cervical plate, during insertion of a screw, the locking arm did not snap over the head of the screw. The surgeon decided to leave the screw in place. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No device was available for evaluation; it was used to complete the procedure. A review of the complaint log showed that other complaints of this type had been received. Some were considered to be the result of surgical technique. The issue was addressed in a corrective action, and the failure modes and effects analysis (fmea) in the product design dossier. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.